Event description:
Caller reports ins battery is dead and unable to recharge. Caller then stated device is a (B)(6) technical services redirected to abbott. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).